Event description:
Catheter was cut during use (1 week after insertion). The catheter was removed by operation. No harm to the pt.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.